Event description:
On (B)(6) 2011, this pt underwent treatment of bilateral common iliac artery aneurysms with two gore excluder aaa endoprostheses featuring c3 delivery system. It was reported that upon implantation of a trunk-ipsilateral leg component on the right, the contralateral gate of the trunk could not be cannulated from the left side due to tortuous anatomy. When extravasation was identified after add'l angioplasty was performed, the physician reportedly elected to open the right common iliac artery and repair the aneurysm surgically. It was reported that a portion of the trunk-ipsilateral leg component was explanted during the surgical repair, and there was no issue with the implantation of the trunk on the left side. The tp tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Result - the review of the mfg paperwork verified that this lot met all pre-release specs.